Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 245 mg/dl. The customer experienced symptoms such as back ache and constant urination. The customer was treated with insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer¿s blood glucose level was 355 mg/dl at the time of incident and current blood glucose level was also same. The drive support cap was normal. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches.the stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test.no unexpected no delivery alarm noted.unit had cracked reservoir tube lip.